Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for visual inspection and the event was confirmed. Two locking screws were blocked in the plate during extraction. The investigation of the complained devices shows that the locking head of the screw is strongly blocked inside the threaded hole of the plate. The threads are completely fretted together. The reason for this phenomenon varies. Either, there was too much applied mechanical force while tightening or there was an unstable fracture which led to micro movement which can cause such fretting as well. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We can assume that the complaint condition is due to mechanical overloading applied to the device while tightening and the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the locking screws were blocked. No further information was provided. This is report 1 of 1 for (B)(4).